Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised front riggings hangers were bent causing front riggings to bend inward and take chunks out of the caster.